Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; total endovascular repair with parallel stent-grafts for post dissection thoracoabdominal aneurysm after prior proximal repair junjun liu, md1,<(>,<)> zhenjiang li, md1,<(>,<)> jiaxuan feng, md, jian zhou, md, zhiqing zhao, md, xianhao bao, md, yuxi zhao, md , ziyi xu, bs, jianlie wu, phd, haofu wang, phd, rui feng, md, and zaiping jing, md, phd doi: 10.1177/1526602819863779. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were used in 4 patients for total endovascular repair of post dissection taaa with a parallel-stent graft technique. The following adverse events were reported; malfunctions; type I endoleaks, self-resolving endoleak, type iii endoleak, interventions for these endoleaks. There were no deaths noted in this article and occlusion of the branch arteries was concluded to be related to the non mdt parallel stent grafts.